Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms, which were not reproduced. The confirmed symptom was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.